Event description:
It was reported that when the device was being used to ligate/divide the right portal vein, it was used successfully three times. On the fourth firing, the instrument delivered a partial row of staples. On all four firings an unusual cracking was heard. Hemostasis of the portal vein was achieved by oversewing the staple line with sutures. There was no significant patient consequence.